Event description:
Stainless steel guide called a "cutting block" broke during use. The backside of the cutting block has 2 posts that are affixed to the pt's knee. One of the posts broken off in the knee and had to be removed. The quality of the device appears to be substandard.